Event description:
Report is for pt 4 of 4. A 2.4 initial inr with protime system vs 4.5 inr with unspecified poc system. Pt therapeutic inr range: not given. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR eval procedures.